Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a blister under one of the electrodes that opened. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to return the equipment. Follow up indicated the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a blister under one of the electrodes that opened. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to return the equipment. Follow up indicated the irritation improved.